Event description:
It was reported that during an unknown procedure, the rotate knob could not be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for knob could not be used. The device was assembled and disassembled to a handpiece without any difficulty and rotates freely. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Although the titanium blade tip of the ace may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the piece could have been left in the patient. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication. Our bio-compatibility report indicates the risk of any short-term toxicity from titanium blade tip is unlikely. It is also, the opinion of our in-house medical director, that the risk of removal would most likely be greater than observation due to the very small nature of this foreign body.